Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. No return of the damaged screw (discarded by the nurse): no expertise possible. Origin of the break is unidentifiable.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "The screw fractured upon insertion. Another screw was used to complete the procedure. This caused a delay of 31 to 60 minutes in the procedure. The screw is not available for return".